Event description:
It is reported that in 2006, the instrument broke during insertion into the humerus. The surgeon had to use an osteotome to remove some bone around the device. The surgeon then used a sterile vice grip to grab the device and had to mallet it out of the humeral canal.

Manufacturer narrative:
Evaluation summary: this type of fracture may occur if device is subjected to excessively high bending moment leading to fracture of notched section. Device should not be used with power which is also etched on the part. H6: evaluation codes: device exhibits fracture damage to last notched section of guide. Device shows galling deformation on both reamer axle and stem collar counter bore device body at point of contact between two parts. Device meets specifications as measured. Device history records are intact, conforming and indicate manufacture to specifications. Scanning electron microscope examination shows primarily a cleavage mode of fracture. Mechanical deformation along edge was seen. Fracture is overload fracture that perhaps initiated by heavy impact loading. Energy dispersive spectroscopy analysis showed elemental peaks typical.